Event description:
Main body graft was advanced into the patient via a left sided introduction. Originally the physician planned to use a 14 x 88 millimeter iliac leg graft on the ipsilateral side of the main body graft. However, the ultrasound performed prior to the procedure detected a larger diameter of the left common iliac artery than had been noted during planning and sizing. Therefore, the physician planned the placement of two iliac leg extensions on the ipsilateral side of the main body graft. Due to condition of the patient's vessel, the physician placed an additional stent in the right common iliac portion of the distal stent and then extended the stent down into the external iliac artery. Post angiogram noted a proximal type I endoleak at the sealing site of the main body graft. Another manufacturer's stent was placed at the proximal portion of the suprarenal stent, sealing off the aneurysm. Final angiogram noted no visible signs of an endoleak. Reference 1820334-2003-00239 for additional information.